Event description:
Follow up reported the patient was still having concerns with their device or therapy but had no sought further help. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient saw "call your doctor" icon and power on reset (por) symbol on her patient programmer and recharger. No patient symptoms were reported. Additional information has been requested but was not available as of the date of this report; a follow up report will be sent if information becomes available.